Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer arranged for the pump to be replaced due to the cartridge alarm issue. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.